Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc determined that the reported phenomena could have been attributed to the followings. - the error e103 (the examination lamp was turned off and the emergency lamp lit up); as a third-party lamp was used in this device, the igniter board temporarily failed to ignite the lamp. Or, the video processor temporarily displayed e103 due to the lamp been expiring. Olympus stated in the instruction for use that "never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire." - the error e102; the lamp overheated and the lamp turned off, as it was used in a situation where the temperature inside the subject device tended to rise. As a result, the device switched to the emergency lamp, resulting in occurrence of e102.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomena were duplicated. The error e103 occurred due to the failure of the lamp and the turning off the examination lamp occurred due to the tripping of the thermal fuse. Also (B)(4)found that the error e102 which indicated that the subject device was broken down was displayed and non-olympus lamp had been installed in the subject device, there was heavily dust in the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after a long period of operation, it was found that the error e103 which indicated the subject device had broken down was displayed, and the examination lamp was turned off and the emergency lamp lit up. The occurrence date of event is unknown. There was no report of patient injury associated with the event.